Event description:
Related manufacturer report number: 3006705815-2023-03377. It was reported that the patient's lead had migrated. Furthermore, it was also reported that the patient received a low battery warning. If it unknown if this low battery warning occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead was revised and repositioned and the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. A patient experiencing lead migration was reported to abbott. The patient¿s lead was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.